Manufacturer narrative:
We have contacted the patient to request additional information. The patient has indicated that she will not be providing medical records at this time. This MDR includes all patient, event and device information davol had received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient alleges symptoms of an allergic reaction following the implant of a ventralex st mesh. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, allergic reaction is listed as a known adverse event in the products instructions for use. If additional information is provided, a supplemental report will be submitted.

Event description:
The following was reported by the patient: (B)(6) 2012 - patient delivered a baby and had a tubal ligation the following way. She was diagnosed with an incisional umbilical hernia. On (B)(6) 2012 she was implanted with a ventralex st. A few days following the implant, the patient began wheezing and having symptoms of what she describes as an allergic reaction to the mesh. Three weeks following the procedure, patient had bumps all over her body. Patient reports a dermatologist said it is an allergic reaction. The patient was taking prednisone and atarax to help with the wheezing and itching. Patient has swelling in all extremities and scalp itching. Patient cannot touch anything due to swelling.